Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, lower than expected tsh results were obtained when samples from two different patients were tested using vitros tsh lot 7301 across two vitros xt 7600 integrated systems. The results were discordant when compared to non-vitros tsh results for the patients. Patient 1, vitros tsh result of <0.015 miu/l (hyperthyroid) versus a non-vitros tsh result of 0.71 miu/l (euthyroid) patient 2, vitros tsh results of 0.074, 0.070, 0.070 and 0.072 miu/l (hyperthyroid) versus an abbott tsh result of 1.29 miu/l (euthyroid) biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant, lower than expected vitros tsh results were reported from the laboratory. However, no treatment was altered, initiated or stopped based on the reported results. There was no allegation of patient harm as a result of this event. This report is number three of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that discordant, lower than expected tsh results were obtained when samples from two different patients were tested using vitros tsh lot 7301 across two vitros xt7600 integrated systems. The results were discordant when compared to non-vitros tsh results for the patients. A definitive cause of the event was not established. Historical qcs indicate acceptable vitros tsh lot 7301 performance on both instruments around the time of the event and ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 7301. There was no evidence of instrument related issues and the vitros tsh results for patient 2 were reproducible and concordant across both instruments. Therefore, instrument related issues were unlikely contributors to the event. However, as no diagnostic precision testing was conducted to verify the performance of the instruments, instrument related issues cannot be completely ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as the customer is not following the sample collection device manufacture's recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Additionally, an interferent that affects the vitros tsh method and not the abbott tsh method or the non-vitros method at the labcorp facility cannot be ruled out as a contributor to the event as no investigational testing to rule out the presence of a sample specific interference was conducted. Furthermore, medications taken by the patients cannot be ruled out as a contributor to the discordant, lower than expected vitros tsh results.